Event description:
It was reported that the patient experienced redness and swelling of the right side generator pocket. He had surgery two days later to remove the right side generator. The patient returned to the operating room five days after the first surgery for a second surgery to remove the left side generator and both extension leads. Cultures from the right side showed (B)(6). The patient was treated with IV oxacillin from (B)(6)to (B)(6), then sent home. That night the patient experienced a fever of 105.5 and vomiting. He experienced a headache and was readmitted for IV antibiotics. He was treated for a urinary tract infection. The plan was to continue treating with antibiotics, and consider replacing the deep brain stimulation parts in 3 to 6 months if there was no evidence of recurrent infection. The patient was discharged on (B)(6). His cultures were negative, and his discharge diagnosis was pharyngitis. He was discharged on bactrim double strength for 3 months with follow-up as needed.

Manufacturer narrative:
Neurostimulator model 37602, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; lead model 3387s-40, lot # v270501, implanted: (B)(6) 2009, explanted: lead model 3387s-40, lot # v270501, implanted: (B)(6) 2009, explanted: extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011; extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011; programmer model 37642, serial # (B)(4). (B)(4).